Event description:
Total laparoscopic hysterectomy procedure performed on pt on (B)(6) 2013 appeared to go well. Pt was re-admitted on (B)(6) 2013 with a left ureteric leak, which was repaired by re-implantation procedure. The surgeon stated that the cause of the incident was due to a failure in his technique. The injured pt was very small and the surgeon believed he had put too much inward pressure on the mccartney tube, causing the ureters to be pulled medially, thus drastically increasing the potential for thermal damage. There was no damage to the thunderbeat instrument.

Manufacturer narrative:
The subject device was not returned to olympus. There was no malfunction of the device reported. The surgeon stated that the cause of the incident was due to a failure in his technique. This report is being submitted as a medical device report in an abundance of caution.